Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (ref. 443812) lot 4228472 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about suspected false positive results for the vibrio target when using the bd max¿ extended enteric bacterial panel kit lot 4228472. According to customer, the samples obtained late cycle threshold (CT) and low endpoint (ep) fluorescence values. Review of manufacturing records of the bd max¿ extended enteric bacterial panel kit indicated that the lot 4228472 was manufactured according to specifications and met performance requirements. Customer mentioned discrepancies between the bd max¿ ext enteric bacterial panel kit lot 4228472 and their verification method (culture) for the detection of the vibrio target. It must be noted that limit of detection can vary between different testing methods and that a bd max¿ extended enteric bacterial panel positive result does not necessarily indicate the presence of viable organisms. It does however indicate the presence of target dna. Customer provided runs files for runs 239 and 275 from bd max¿ instrument (B)(6) for investigation. Customer also mentioned an issue in run 274. However, this run was not provided. Since samples a3 (run 275) and a2 (run 239) shared the same patient accession ID, they were considered as the suspected discrepant vibrio results. Manual pcr curve adjudication of the samples revealed late and low, but true positive results for both samples . Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data but based on the analysis. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 4228472. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, and variation between assays are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of kit bd max ext enteric bacterial panel, a false positive vibrio patient result with an unusual pcr curve was obtained. There was no report of patient impact.

Event description:
It was reported that during use of kit bd max ext enteric bacterial panel, a false positive vibrio patient result with an unusual pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.